Event description:
Broken needle remained in pt's body [device induced injury]. Case description: a pharmacist reported that a pt experienced a novofine needle breaking off in pt's abdomen when injecting mixtard in 2002. The pt does not reuse the needles. The pt went to the emergency room where the tip of the needle was surgically removed by a brain surgeon on night duty. The pt was transferred to the internal disease dept. Pt recovered completely from the event. Concomitant drugs: aspirin-dialuminate. Follow-up info received on 02/2002. The following info has been updated: pt's weight and height. Medical history with retinopathy and multiple cerebral infarction. Concommitant medication: dose and start date updated. Enalapril maleate and aspirin-dialuminate added. Narrative updated with: pt does not reuse needles and concomitant drugs.